Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a pump reboot observed in the black box on (B)(6) 2015 01:06 and when powered back on, the time/date was set to (B)(6) 2016 01:11. The black box and pump history for the date of the complaint was not available. The current total daily doses added up correctly and reflected the users programmed basal rate. A timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The time test was started, but not completed due to another failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 50 mg/dl with unsteadiness when standing and walking. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the patient had set the time incorrectly. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in incorrectly setting the time in the pump.